Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed with no change in pvl. A second bav was performed and the diastole decreased rapidly. An echocardiogram and angiogram revealed mild pvl and severe central regurgitation due to a torn leaflet. A non-medtronic transcatheter valve was implanted valve-in-valve resolving the central regurgitation, however, mild pvl was still reported. No adverse patient effects were reported.

Manufacturer narrative:
The angiographic records provided confirmed that after the second post dilatation the leak had increased from mild to moderate/severe. Based on the films it can confirmed that there was mild leak after the first valve was deployed and post dilatated one time. It is not possible to determine where the leak was coming from with regards to central or paravalvular. If the valve moved up during one of the inflations the leak could be coming from the annular seal. Echo could report if the leaflet was torn but not the angiographic films as they are only two dimensional. Therefore no conclusive root cause or confirmation of the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak and aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the aortic regurgitation most likely was due to the second balloon aortic valvuloplasty (bav) which led to a torn leaflet. However, with the limited information available, no images to review and no device returned for evaluation, the reported torn valve leaflet was not able to be confirmed/fully assessed and a conclusive cause for this event could not be determined. It should be noted that an additional post- implant bav was conducted after the valve was implanted. It is unknown if the balloon was potentially over-inflated or other conditions present during the procedure. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.